Event description:
The customer reported that the pump had alarms. Every time customer changes their batteries customer received an alarm. Also the small driver arm was very loose. Sometimes the buttons are unresponsive to button press for several minutes. Advised the customer to disconnect from the pump and reverted to back up plan if bgs begin to elevate.